Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('detection of a second essure fragment'), device expulsion ('detection of a tubular foreign object in uterine horn') and endometritis ('endometritis') in a (B)(6) year old female patient who had essure (batch no. D40629) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1985 and allergy test. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain "), arthralgia ("arthralgia ") and asthenia ("asthenia"). In (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), headache ("headache "), arthropathy ("joint problems ") and fatigue ("intense fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), allergy to metals ("severe nickel allergy / palladium chloride allergy"), pain in extremity ("thigh pain "), tinnitus ("tinnitus"), adenomyosis ("adenomyosis ") and granuloma ("uterine granuloma "). The patient was treated with surgery (essure removal and hysterectomy to remove essure fragments). Essure was removed. At the time of the report, the abdominal pain, device breakage, device expulsion, endometritis, back pain, arthralgia, metrorrhagia, dysmenorrhoea, headache, fatigue, allergy to metals, tinnitus, adenomyosis and granuloma outcome was unknown and the pain in extremity had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, arthropathy, asthenia, back pain, device breakage, device expulsion, dysmenorrhoea, endometritis, fatigue, granuloma, headache, metrorrhagia, pain in extremity and tinnitus to be related to essure. The reporter commented: essure insertion: 4 trailing coils seen on both right and left side hysterectomy was performed on (B)(6) 2019 following detection of essure fragments with tomodensitometry and ultrasound: one in the right uterine horn and one in the uterine cavity. Patient could not return to work until (B)(6) 2020. She returned part-time for therapeutic reasons. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2019: detection of a second essure fragment. Pathology test in (B)(6) 2019: pathology of hysterectomy: adenomyosis seen. Appearance of acute endometritis. Presence of a granuloma.. Ultrasound scan on (B)(6) 2019: detection of a tubular foreign object in the right uterine horn. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('detection of a second essure fragment'), device expulsion ('detection of a tubular foreign object in uterine horn') and endometritis ('endometritis') in a 40-year-old female patient who had essure (batch no. D40629) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1985 and allergy test. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), asthenia ("asthenia") and arthralgia ("arthralgia "). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), headache ("headache"), fatigue ("intense fatigue") and arthropathy ("joint problems "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), allergy to metals ("severe nickel allergy / palladium chloride allergy"), adenomyosis ("adenomyosis "), granuloma ("uterine granuloma "), tinnitus ("tinnitus") and pain in extremity ("thigh pain "). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2019 to remove essure fragments). Essure was removed. At the time of the report, the abdominal pain, device breakage, device expulsion, endometritis, allergy to metals, dysmenorrhoea, back pain, metrorrhagia, headache, adenomyosis, granuloma, tinnitus, fatigue and arthralgia outcome was unknown and the pain in extremity had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, arthropathy, asthenia, back pain, device breakage, device expulsion, dysmenorrhoea, endometritis, fatigue, granuloma, headache, metrorrhagia, pain in extremity and tinnitus to be related to essure. The reporter commented: essure insertion: 4 trailing coils seen on both right and left side. Hysterectomy was performed on (B)(6) 2019 following detection of essure fragments with tomodensitometry and ultrasound: one in the right uterine horn and one in the uterine cavity. Patient could not return to work until (B)(6) 2020. She returned part-time for therapeutic reasons. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: detection of a second essure fragment. Pathology test - in (B)(6) 2019: pathology of hysterectomy: adenomyosis seen. Appearance of acute endometritis. Presence of a granuloma. Ultrasound scan - on (B)(6) 2019: detection of a tubular foreign object in the right uterine horn. Lot number:d40629 manufacturing date: 2014/12, expiration date:2017/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. On 24-mar-2020: ha number received - r2004382. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('detection of a second essure fragment'), device expulsion ('detection of a tubular foreign object in uterine horn') and endometritis ('endometritis') in a 40-year-old female patient who had essure (batch no. D40629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1985 and allergy test. Concurrent conditions included eyeglasses wearer (newly prescribed with stronger lenses, respectively, (B)(6) 2018, (B)(6) 2020) since (B)(6) 2015. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), asthenia ("asthenia") and arthralgia ("arthralgia "). On (B)(6) 2017, the patient experienced tinnitus ("severe tinnitus"), abdominal distension ("impression of fullness"), hyperacusis ("right hyperacusis") and endolymphatic hydrops ("suggesting a bit of hydrops"), 1 year 3 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), fatigue ("intense fatigue") and arthropathy ("joint problems "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), allergy to metals ("severe nickel allergy / palladium chloride allergy"), adenomyosis ("adenomyosis "), granuloma ("uterine granuloma ") and pain in extremity ("thigh pain "). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2019 to remove essure fragments). Essure was removed. On (B)(6) 2017, the tinnitus, abdominal distension, hyperacusis and endolymphatic hydrops had resolved. At the time of the report, the abdominal pain, device breakage, device expulsion, endometritis, allergy to metals, dysmenorrhoea, back pain, intermenstrual bleeding, headache, adenomyosis, granuloma, fatigue and arthralgia outcome was unknown and the pain in extremity had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, arthropathy, asthenia, back pain, device breakage, device expulsion, dysmenorrhoea, endolymphatic hydrops, endometritis, fatigue, granuloma, headache, hyperacusis, intermenstrual bleeding, pain in extremity and tinnitus to be related to essure. The reporter commented: essure insertion: 4 trailing coils seen on both right and left side. Hysterectomy was performed on (B)(6) 2019 following detection of essure fragments with tomodensitometry and ultrasound: one in the right uterine horn and one in the uterine cavity. Patient could not return to work until (B)(6) 2020. She returned part-time for therapeutic reasons. Diagnostic results (normal ranges are provided in parenthesis if available): audiogram - on (B)(6) 2017: normal except for reaching 8000hz at -30db in the right ear. Computerised tomogram - on (B)(6) 2019: detection of a second essure fragment. Pathology test - in (B)(6) 2019: pathology of hysterectomy: adenomyosis seen. Appearance of acute endometritis. Presence of a granuloma. Ultrasound scan - on (B)(6) 2019: detection of a tubular foreign object in the right uterine horn. Lot number: d40629, manufacturing date: 2014/12, and expiration date: 2017/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2022: follow up information was received via lawyer: essure indication was added. New events were added : impression of fullness/ right hyperacusis suggesting a bit of hydrops. Test added: audiogram. Start and stop date added for the event severe tinnitus. History of glass prescription added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("detection of a second essure fragment"), device expulsion ("detection of a tubular foreign object in uterine horn") and endometritis ("endometritis") in a 40 year-old female patient who had essure inserted (lot no. D40629) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy in 1985 and , parity 2 (2005 delivery of a boy 2009 delivery of a girl), smoker and allergy test (allergy to nickel since 2009). As concurrent condition the report mentioned eyeglasses wearer (newly prescribed with stronger lenses, respectively, (B)(6) 2018, (B)(6) 2020) since 2015. In (B)(6) 2015 she experienced abdominal pain (seriousness criteria medically important and intervention required), lumbar pain ("lumbar pain"), asthenia ("asthenia") and arthralgia ("arthralgia "). On (B)(6) 2017 she experienced tinnitus ("severe tinnitus"), feeling of fullness in abdomen ("impression of fullness"), hyperacusis ("right hyperacusis") and cochlear hydrops ("suggesting a bit of hydrops"). Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. In (B)(6) 2017 she experienced dysmenorrhea ("dysmenorrhea"), metrorrhagia ("metrorrhagia"), headache ("headache"), fatigue ("intense fatigue") and joint disorder ("joint problems"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), partial expulsion of device (seriousness criteria medically important and intervention required), endometritis (seriousness criteria medically important and intervention required), allergy to metals ("severe nickel allergy / palladium chloride allergy"), adenomyosis ("adenomyosis"), granuloma ("uterine granuloma"), pain in thigh ("thigh pain "), pelvic pain female ("painful attacks in pelvic area"), forgetfulness ("episodes of missing the word during conversation (without any memory impairment)"), hypoacusis ("decrease in hearing") and visual acuity decreased ("decrease visual acuity"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2019 to remove essure fragments). On (B)(6) 2017, the tinnitus, abdominal distension, hyperacusis and endolymphatic hydrops had resolved. At the time of the report, the pain in extremity had not resolved. The outcomes for abdominal pain, device breakage, device expulsion, endometritis, allergy to metals, dysmenorrhoea, back pain, intermenstrual bleeding, headache, adenomyosis, granuloma, asthenia, fatigue, arthralgia, arthropathy, pelvic pain, memory impairment, hypoacusis and visual acuity reduced were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, arthropathy, asthenia, back pain, device breakage, device expulsion, dysmenorrhoea, endolymphatic hydrops, endometritis, fatigue, granuloma, headache, hyperacusis, hypoacusis, intermenstrual bleeding, memory impairment, pain in extremity, pelvic pain, tinnitus and visual acuity reduced to be related to essure administration. The reporter commented: essure insertion: 4 trailing coils seen on both right and left side. Hysterectomy was performed on (B)(6) 2019 following detection of essure fragments with tomodensitometry and ultrasound: one in the right uterine horn and one in the uterine cavity. Patient could not return to work until (B)(6) 2020. She returned part-time for therapeutic reasons. Diagnostic results (normal ranges are provided in parenthesis if available): [audiogram] on (B)(6) 2017: normal except for reaching 8000hz at -30db in the right ear [computerised tomogram] on (B)(6) 2019: detection of a second essure fragment.dense fragments compatible with a right essure® device in projection of the interstitial portion of the right tube measured at 13.5 mm long axis.there is a small fragment of 4.8 mm located approximately 12 mm from the first fragment [pathology test] in (B)(6) 2019: pathology of hysterectomy: adenomyosis seen. Appearance of acute endometritis. Presence of a granuloma [ultrasound scan] on (B)(6) 2019: detection of a tubular foreign object in the right uterine horn and presence of a tubular foreign body 4 mm in diameter, opposite the uterine horn. Element of tubal obstruction to be compared with the operative report. Lot number: d40629, manufacturing date: 2014/12, and expiration date: 2017/12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-may-2022: events pelvic pain, decrease in hearing, missing words & decrease visual acuity were added. Lab data & medical history updated. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.